Manufacturer narrative:
Analysis of the returned cable confirmed physical damage as it has been crushed nearly severing the cable. A continuity test revealed several opens and shorts as the cable was flexed.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The representative reported that a visible laceration was present on the camera cable. The reported laceration was found at the joint of the mast and camera arm. The representative reported that the camera cable was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a humerus bone excision, the navigation system lost communication with the camera when the arm for the unit was manipulated. Restarting the navigation system restored functionality. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of 5 minutes due to this issue. The surgeon elected to complete the procedure with a c-arm. There was no impact on patient outcome. No additional information was provided.